Event description:
.

Manufacturer narrative:
(B)(4). Damaged ancillary trocar. Additional information: device was not fired. Was buttressing material utilized? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Did the operation change significantly as a result of the device issue? No. What is the patients age and sex? Patient was not involved. Did a hcp other than the primary surgeon fire the instrument? No. Was there a recent conversion to ees devices in this account or with this surgeon? No. The analysis results found that the device arrived and in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not been fired. After further analysis, it was noted that the ancillary trocar was molded incorrectly resulting in a dimensional change consequently increasing the resistance for the attachment and detachment of the ancillary trocar. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a bypass procedure, the pin could only stick together with extreme effort. The surgeon opened a new device. There were no adverse consequences for the patient.